Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-01735 and 1225714-2014-01736.